Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was at middle of life 2 with a monitoring voltage of 2.59 and charge time of 8.4 seconds. The device was programmed to sense and pace in the ventricle with low pacing outputs. The caller wanted to know if programming off episode storage would conserve any battery life. A guidant technical services (ts) consultant discussed that this ICD was on advisory/recall and would not recommend programming off episode data storage per the advisory recommendations. It was further discussed that the cause for the rapid battery depletion was unknown. No adverse patient symptoms were reported.